Event description:
The customer reported that their multiple patient receiver (org) is experiencing constant communication loss. The customer did not want to troubleshoot and will be sending this unit in for an exchange. No harm or injury occurred.

Manufacturer narrative:
The customer reported that their multiple patient receiver (org) is experiencing constant communication loss. The customer did not want to troubleshoot and will be sending this unit in for an exchange. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Complaint details: the customer reported that their multiple patient receiver (org) is experiencing constant communication loss. The customer did not want to troubleshoot and will be sending this unit in for an exchange. No harm or injury occurred. Complaint investigation: the org in question was returned and evaluated by nk repair center. The issue of intermittent communication loss was not able to be duplicated after 24 hours of extended testing. The issue is unlikely to be a result of a device malfunction. Communication loss indicates that the org is unable to communicate with nk cns's and rns's. Possible root causes include ethernet cable failure due to physical damage or issues with the customer's network as the customer reported that communication loss was occurring daily on the returned org and testing did not reveal any issues. The customer also did not want to troubleshoot the issue. It is possible that the issue could have been resolved by troubleshooting the customer's configuration. As the returned device was found to be in good working condition, a CAPA is not warranted. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 d10 attempt #1 02/24/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/03/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/102022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 d9 g3 g6 h2 h3 h6 h10

Event description:
The customer reported that their multiple patient receiver (org) is experiencing constant communication loss. The customer did not want to troubleshoot and will be sending this unit in for an exchange. No harm or injury occurred.